Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported on an unknown date, CT a type ib endoleak was observed from the right cia which had lost seal and has now increased in size. Approximately seven years post the index procedure, the physician coiled the right hypogastric and placed an extension endurant limb. Additionally, the physician elected to implant an aortic cuff due to concern for a type ia endoelak. Per the physician the cause of the event was anatomy related due to continuous expansion of the right cia. No additional clinical sequelae were reported and the patient is fine.